Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted after the field representative checked the device and found that shock impedance measurements were high and out of range. Ts documented this and recommended replacing the lead and the device, resulting in the lead being surgically abandoned and replaced. No additional adverse patient effects were reported. This rv lead is no longer in service.